Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the scope connector demonstrated fluid ingress. The image displayed was cloudy, and a flare appeared in the image due to a scratch on the lens. The objective lens demonstrated discoloration due to handling. The control section demonstrated discoloration. Watertightness was not maintained due to wear of the up/down knob. The angle knob play was out of specification due to stretching of the angle wire. The control plate was cracked, and switch #4 was worn out. The curved rubber adhesive was cracked due to external factors. The universal cord had wrinkling. Scratches were observed on the insertion tube, on the control section, on the tip cover, on switch #1, on the switch box, on the right/left knob, on the scope connector, on the right/left angle fixing knob, on the adjustment ring, on the control section cover, on the grip, on the universal cord, on the operation side of the universal cord, on the scope connector side of the universal cord, on the light guide cover lens, and on the scope connector cover. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device had poor connection and scope error e315 (non-complaint scope error) was displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported poor connection and scope error e315 was not reproduced and could not be confirmed. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.